Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Telemetry was attempted with the returned ins using zero to four 1 cm spacers. The clinician programmer was able to communicate normally with the ins and was able to increase and decrease stimulation without any issues at each spacer level.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported that the clinician programmer would not connect to the im plantable neurostimulator (ins) post-implant. It was stated that "everything happened after the implant, to schedule." There were no factors that may have led or contributed to the issue and the patient had been tested in different positions. The ins was "explanted and checked and not connected." A different ins was implanted and worked perfectly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.